Event description:
It was reported that the prostiva handpiece needles failed to retract into the cartridge. The rescue procedure was attempted twice but failed both times. The handpiece was removed from the pt with the needles deployed. Further info is being requested from the manufacturer rep.

Manufacturer narrative:
The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure (august 2008).